Manufacturer narrative:
One sample model mp5301-c was returned for investigation. The set was examined for defects and abnormalities. The maxplus was separated from the female luer. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, separation between female luer and maxplus could be related lack of solvent and not correctly screw in maxplus to female luer. Additionally, fixture go no go was not used to verify that the components were correctly assembled by the assembler as established in the work instructions. Sku was deactivated in hermosillo site and reactivated at the tj site. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd maxzero pressure rated extension set had leakage. The following information was provided by the initial reporter: product leaking at the point between the needleless connecter and the IV tubing. Allowed blood backflow. Removed product and replaced with a second extension set. Additional information received from the customer: what medication was being administered and leaked. Was this a chemotherapy drug? Saline was being flushed through. No medication. What was the impact to the patient? The impact to the patient was that the IV had to be taken back down to the hub to have the device replaced and redressed. Getting an IV on a child is difficult, and this device change added to the stress of IV placement for the child.

Manufacturer narrative:
E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.